Event description:
The customer reported via phone call that he had changed the infusion set 5 times in the last 5 days. Customer had received a letter about needles breaking. Customer's blood glucose was 435 mg/dl at the time of the incident. Customer's current blood glucose was 424 mg/dl. Customer was not able to troubleshoot at this time because he is on his way to the hospital and will call back. Customer stated that he has changed the infusion set and his blood glucose goes down but then it goes back up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.